Event description:
According to the reporter: during the surgery the surgeon heard a device tip break. The broken tip was removed from the patient cavity without consequence to the patient. No further report of complication was made.